Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16776.

Manufacturer narrative:
H10 the customer accepted a quote for onsite service labor and a replacement touchscreen. The field service engineer conducted the onsite repair. The touch screen was replaced and after corrective maintenance, the equipment was operational and met the manufacturer¿s specifications. H11 the device was reported to be outside of use at the time of the reported problem. Health impact code is updated.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen does not work. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer stated that they have tried to calibrate the touchscreen, but it was not successful. The customer accepted a quote for onsite services and touchscreen replacement. The investigation is ongoing.